Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using a starclose se device attempted arteriotomy closure of the mild calcified right common femoral artery after an interventional procedure. Reportedly, the starclose se "failed". Hemostasis was achieved using manual compression and a non-abbott compression device. There was no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
(Starclose se IFU wants the safety and effectiveness of the starclose vascular closure system have not been established in pts with femoral artery calcium, with is fluoroscopically visible at access site.) The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.